Manufacturer narrative:
Instrument maintenance was last performed on 14-dec-2022. The field service engineer (fse) found the prewash station was clogged and removed the clot. The fse adjusted the bead mixer and checked the condition of the reagent caps that were loaded onboard the instrument. The customer had no further issues after the service visit.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for elecsys vitamin d total iii (vitamin d total iii) on a cobas 6000 e 601 module. Patient 1 initial result was 120.0 ng/ml with a data flag. The repeat result was 5.73 ng/ml. Patient 2 initial result was 120.0 ng/ml with a data flag. The repeat result was 6.15 ng/ml. Patient 3 initial result was 120.0 ng/ml with a data flag. The repeat result was 120.0 ng/ml with a data flag. The sample was repeated again with a result of 5.98 ng/ml. No questionable results were reported outside of the laboratory. The vitamin d total iii reagent lot number was 70128701 with an expiration date of 30-nov-2023.

Manufacturer narrative:
The field service engineer (fse) found the prewash station was clogged. Insufficiently rinsed sippers can cause carryover and explains the event. Cleaning the washing station is part of customer maintenance.